Event description:
Per the clinic, the patient experienced magnet dislodgement. Surgery to replace the magnet has not been completed as of the date of this report (B)(4) 2013.

Manufacturer narrative:
Per the clinic, surgery to replace the magnet has been completed (date not reported). This report is filed january 29, 2014. Implanted device remains.

Manufacturer narrative:
Date of revision surgery is (B)(6) 2013. This report is filed march 18, 2014. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.